Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had partial display. The customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump still had partial display after self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with missing segments due to cracked zebra connector. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.